Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from electrical connector. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the nozzle and suction cylinder was shaved. Because the suction cylinder was shaved, suction volume did not meet the standard value. The objective lens, universal cord, scope cover, and light guide lens was scratched. Due to the scratches insulation resistance value at the distal end did not meet the standard value, and the objective lens image had a partial dark area. Due to wear of the angle wire, bending angle in down direction and the play of the right/left knob did not meet the standard value. Due to clogging of nozzle, water removal ability did not meet the standard value. The connecting tube was wrinkled. The right/left and up/down knobs were deformed. The probe cover was burned. Adhesive on the bending suction cover was detached. Due to deformation electrical connector, water tightness was lost. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii colonovideoscope had an angulation wire and up/down knob issue. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, it was found that the bending section cover had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.